Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level ranged from 200 to 562 mg/dl. Customer administered a manual injection to address elevated bg level. Reportedly, the customer reverted to using manual injections for insulin therapy.